Manufacturer narrative:
Additional information was received stating the actual date received by the manufacturer was (B)(6) 2010.

Manufacturer narrative:
A specific root cause could not be identified due to the limited information provided. The calibration and quality control data did not indicate an instrument issue. No adverse events were reported.

Event description:
The user received a questionable troponin t result for one patient sample drawn from a patient in the emergency room. The initial result was 0.108 ng/ml with a data flag and was reported outside the laboratory. The patient was admitted to the hospital based on this result. The patient was redrawn and the troponin t result from the second specimen was 0.005 ng/ml. On (B)(6) 2010, both samples were repeated and the result was 0.006 ng/ml for each specimen. No adverse events were alleged regarding the event. The troponin t stat reagent lot number was 158268.

Manufacturer narrative:
This event occurred in (B)(6).